Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of hubp2428 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (hubp2428) have been reported from the same india facility.

Event description:
It was reported that the physician placed a 10 fr t/l hickman catheter for daily therapy. While flushing the catheter the white lumen allegedly ruptured near the bifurcation site. It was stated that the department was using a 10cc syringe. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of hubp2428 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (hubp2428) have been reported from the same (B)(4) facility.

Event description:
It was reported that the physician placed a 10 fr t/l hickman catheter for daily therapy. While flushing the catheter the white lumen allegedly ruptured near the bifurcation site. It was stated that the department was using a 10cc syringe. No patient injury reported.